Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problems reported by the customer. The fsr performed the est and performance check. He confirmed the ventilator passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator would not pressurize, failed the circuit calibration and was alarming low pressure. The customer advised there was no patient involvement associated with this event.